Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Orchid unique manufactured the 6mm/10mm stepped drill bit, p/n 357.403, and lot number u158075 on po #(B)(4), for (B)(4) pieces delivered september 4, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2012, and synthes final inspection sheet # (B)(4), revision ¿e.¿ the parts were released to the warehouse on september 14, 2012. There were no material review reports, nonconformance reports or complaint related issues with this lot. The 6mm/10mm stepped drill bit was made to the synthes drawing p/n 357.403, revision ¿e¿, released on april 15, 2011. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the returned 6.0mm/10.0mm stepped cannulated drill bit, large quick coupling, 435mm (part# 357.403) was received in three pieces. The break occurred at the junction between the 6.0mm diameter and the taper up to ø10.0mm. This is the cross-section of the drill with the least material. Product drawings (357_403, rev e, 6.0mm/10.0mm step drill bit cannulated, large qc, tfn) was reviewed during this evaluation. No drawing discrepancies were identified. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing of the hip procedure on (B)(6) 2014 the guide pin bent when the stepped reamer went over it. The stepped reamer broke off in the patient, the large piece was retrieved and 2 small pieces were left in the patient. Procedure was successfully completed with a 15 minute delay. This is report 1 of 2 for (B)(4).